Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized due to fainting. The right ventricular lead was found dislodged. The lead was explanted and replaced. The patient was stable post procedure.